Manufacturer narrative:
The device was returned to olympus for inspection. A root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the coating at the insertion section of the tracheal intubation fiberscope was peeling more than 1 mm2. There was no patient involvement.